Event description:
The pt's device was programmed to a specific amplitude, but every time the pt goes into their dr's office to have their device checked the amplitude of the stimulation was significantly lower than what it is programmed to and has to be increased. The pt does not have the ability to increase or decrease stimulation on their own. Add'l info has been requested.

Manufacturer narrative:
(B)(4).